Manufacturer narrative:
B3: as the day of the event is unknown, the event date is estimated as june of 2026 without a product return, no product evaluation can be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales representative reported that the patient stated her skin was sensitive near the incision. The patient described increased sensitivity, possibly related to incisional and healing pain, and reported occasional burning pain. She did not believe the symptoms were related to the stimulator but wanted to report them. No redness, itching, or swelling was noted at the electrode site. No further consequences were reported.